Event description:
The customer stated, he was connected to the infusion set during the manual prime. The customer's blood glucose dropped to 57 mg/dl during the phone call. The customer's daughter took the customer to the emergency room for treatment and the blood glucose reading was 97 mg/dl after being discharged.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.